Manufacturer narrative:
A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. During the programming of pacemaker implantation, it was found that the atrial lead impedance was high, so it was suspected that the electrode was damaged. The lead was not used and replaced. The patient was stable.